Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 20mm mechanical valve, the valve was sutured, tested, explanted and replaced with an 18mm mechanical valve. The reason for replacement was due to the leaflets having difficulty opening and closing during testing. The physician indicated the patient's body surface area was greater than 1.7 and after implantation the "disc ring" on the 20mm valve was oppressed which caused the difficulty in leaflet motion. No additional adverse patient effects were reported.